Event description:
A patient was undergoing continuous renal replacement therapy with a prismaflex m100 filter set when blood started leaking at the return line connection to the filter. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 152 ml. The clinical nurse specialist confirmed there was no adverse event to the patient and no medical intervention was necessary. The clinical nurse specialist reported she could not remember anything else about the event . The stated date of the event ((B)(6) 2014) is estimated as the nurse did not know the date with certainty and stated only that it occurred 4 - 6 weeks earlier.

Manufacturer narrative:
Limited information was provided. The prismaflex m100 set was discarded and not available for inspection. No pictures were available. There was no leakage reported during the priming of the product before the event. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown.